Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 system. Vitros tropi es result: 0.176 ng/ml vs. Expected result: <0.012 ng/ml. The higher than expected vitros tropi es patient result was reported outside of the laboratory; however, a corrected report was issued. No allegations of patient harm were made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 system. Investigation found no evidence to indicate the vitros troponin I es reagents or vitros 5600 system had malfunctioned. Root cause could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the result could not be ruled out, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation.